Event description:
It was reported a lead warning occurred due to low impedances on the right ventricular (rv) lead. The lead also exhibited intermittent loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.